Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8703w, lot# l56467, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that a health care provider (hcp) was unable to aspirate the catheter at the pump replacement. A back table prime was not done. It was noted that there was drug in the catheter but the pump tubing was empty. The patient was going to go about 22-32 hours without drug because of the empty pump tubing. The pump was infusing lioresal (baclofen). Additional information received reported the replacement was for an end of service (eos) battery change. There were no other catheter issues. The catheter was left intact and unchanged. No additional actions or interventions were taken. The device was programmed without a bolus. The hcp was informed of loss of therapy because no bolus was programmed with the new pump. The patient had no loss of therapy in the days following the pump change. A follow-up report will be submitted if more information becomes available.